Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was not assisted with troubleshooting. Customer stated that the insulin pump screen got dim, customer changed the battery and insulin pump was not turning on. The insulin pump will not be returned for analysis.